Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically explanted as the patient has a tricuspid valve issue. No device replacement. No additional adverse patient effects were reported.